Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device but the reported event was unable to be duplicated. The cse performed all calibrations, extended self-test (est), short self-test (sst) and performance verification test (pvt); the device was found to operate within manufacturing specification. In the event that additional information is received, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a tidal volume issue while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. No patient injuries were reported as a result of the event. The date of the event is unknown. No additional information is available at this time.